Event description:
Event description guidant received information that the patient with this pacemaker experienced a fast heart rate while resting. When the accelerometer feature was programmed to off, the fast heart rate stopped.